Event description:
On february 2,1998, during service of product manufacturer testing found unit would not cycle with all leds and a constant single tone alarm, due to integrated circuit u28 on the logic board. Replaced u28.